Event description:
A malfunction was reported on the customer's pump, which displayed malf 12 code. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support arranged for a replacement pump to be sent, and instructions were provided to the customer on how to handle the replacement and return the faulty pump. The customer will continue using the current pump until the replacement arrives.